Event description:
It was reported, that a unknown dynesys implant was implanted on an unknown date. The tether were taken out after 18-24 months post index surgery because of over-correction of the spinal curve. During the revision surgery, the surgeon discovered one of the cords to be frayed and broken. He took the cords out during revision surgery.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2015. An evaluation has been performed with the provided information. As no lot numbers were provided for the devices, the device history records could not be reviewed. The compatibility check could not be performed as no product information was provided. Review of incoming information: the tether were taken out after 18-24 months post index surgery because of over-correction of the spinal curve. During the revision surgery, the surgeon discovered one of the cords (about the 4th screw) to be frayed and broken. He took the cords out during revision. Neither x-rays nor op reports were provided. The devices were not returned for investigation. Possible causes for the reported event according to (B)(4): cord breakage due to wrong implantation technique. It can be that the user did a wrong implantation technique. Cord breakage due to patient does not follow the instructions for post-operative treatment. It can be that the patient did not follow the instructions for post op treatment. Cord breakage due to incorrect implantation. It can be that a incorrect implantation was performed. Cord breakage due to implantation not according surgical technique. It can be that the implantation was not according surgical technique and/or wrong positioning of the patient during implantation technique. Cord breakage due to insufficient knowledge of product and surgical technique. It can be that the user had an insufficient knowledge of the products and did not follow surgical technique. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer gmbh considers this case as closed. (B)(4).